Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a male patient coincident with dianeal unknown therapy for automated peritoneal dialysis (apd). On an unreported date, the patient experienced peritonitis. The patient was treated with vancomycin ip and recovered from the peritonitis on an unreported date. The root cause of the peritonitis was unknown. Dianeal was ongoing. The consumer stated it was unknown whether the peritonitis was related to dianeal unknown therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, d4 is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.